Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with intra-peritoneal injections of amikacin 250mg twice a day and was reported to be recovering from the peritonitis. The cause of the peritonitis event was constipation. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.